Event description:
It was reported to resmed that an astral device failed to complete the super capacitor test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed a leaky super capacitor and burn mark. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).